Event description:
It was reported that this left bundle branch lead was explanted due to dislodgement. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch lead was explanted due to dislodgement. A new lead with the same model was implanted. No additional adverse patient effects were reported. Ai indicated that the dislodgement was confirmed through fluoroscopy. There were no associated patient symptoms.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. There was blood or body fluid in the lumen and has a deformed helix. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this left bundle branch lead was explanted due to dislodgement. A new lead with the same model was implanted. No additional adverse patient effects were reported. Ai indicated that the dislodgement was confirmed through fluoroscopy. There were no associated patient symptoms.